Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. Upon investigation the monitor displayed a code 203. The cause of the failure was the r45 resistor on the computer/analog board was open. The root cause for the open r45 resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to complete testing.